Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose reading ranged from 324-558 mg/dl. Customer reported that there was an emergency room visit for their high blood glucose levels. Customer's blood glucose value at the time of emergency room visit was 558 mg/dl. No significant events leading to emergency room visit were observed. Customer was not wearing the pump at the time of emergency room visit. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.